Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The device was sent in for no water flow and the temperature is not working, it was found because the unit kept overheating. The customer's complaint was confirmed. There were two main issues that caused the malfunction. First the return tube was cracked causing fluid ingress on the pcb, this caused the unit to "overtemp" thus shutting off the pump/heaters due to the malfunction. Second was that heater #2 failed, experienced a "thermal event" that caused a small fire in the device damaging heater #1, scorched the insulation for the air detector ground wire and affected the pcb where heater #2 is connected. Both heaters, the return tube and pcb were replaced to correct the issue. The device passed tests after repairs were performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that with the device there was no flow and temperature was not working. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.